Event description:
The pt was found unresponsive and a "dr heart code" was called. During the resuscitation efforts, the pt was defibrillated with 200 joules and failed to repsond by muscle reaction or heart rhythm. Another attempt at defibrillation was carried out with the same response. A new defibrillator was obtained. The 2nd machine produced the same results using 200 joules. The pt expired in spite of aggressive CPR.